Event description:
As reported via the (B)(4) study, a patient experienced re-stenosis of the study stent. At the time of the index procedure, angiography revealed 70% stenosis in the ostial left anterior descending (lad) artery. The lesion was 10mm in length and de novo with timi 3 flow. The reference vessel was 3.25mm in diameter. A cypher us otw 3.00 x 13 was implanted by direct stenting and without post-dilation. There were no procedure complications and the patient was discharged the following day. Approximately seven months after the index procedure, the patient experienced angina and hypertension. Angiography revealed stenosis in the left main artery that was not within 5mm of the study stent and coronary artery bypass graft surgery (CABG) was performed approximately six weeks later. According to the investigator, the events were not related to the cypher stent.

Manufacturer narrative:
Adjudication minute review for 6/20/2011 complete. The notes agree with revascularization of a non-target lesion. The stent is noted to be widely patent, and after investigation it was noted that the treatment of the new lesion was not within 5mm of the study stent. This event has already been captured as a non-complaint for an angina event occurring in (B)(6) 2010. The revascularization occurred in (B)(6) 2010, the code for restenosis will be removed from the file and the event date for treatment of a new lesion will be updated to reflect when the treatment occurred on (B)(6) 2010.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Approximately thirteen months after the index procedure, the patient experienced angina at rest with negative serial cardiac enzymes. Angiography revealed 90% stenosis of the left main artery and 50 to 70% stenosis of the lad which was reported to be within 5mm of the study stent. It was noted that the primary area of ischemia was likely distal to an occluded obtuse marginal branch that was present prior to the index procedure. No intervention was performed, and the patient was discharged after five days of hospitalization. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered coronary restenosis approximately 13 months post procedure. This is a (B)(6) female with medical history of unstable angina, mi, previous pci ((B)(6) 2003), hyperlipidemia, hypertension, hypothyroidism, depression, and hodgkin's disease with chemotherapy. The indication for the index procedure was unstable angina. Functional studies were normal. Peri-procedurally, the patient was started on dual antiplatelet medication therapy. The patient was diagnosed with double vessel disease; however, only one target site was treated in the index procedure. The target site is proximal lad described as non-tortuous, non-calcified, non-thrombotic, de novo and 70% stenotic. One cypher otw stent was implanted without report of difficulty and timi grade flow of 3. The patient was discharged the day after the procedure without complaint of angina and with the dual anti-platelet regimen ongoing. At the 30 day follow up, there were no adverse events and no angina reported and the dual anti-platelet regimen was ongoing without significant interruption. At the six month follow up, unstable angina was reported. No adverse event was reported and the dual anti-platelet regimen was ongoing. Information was received from the referring cardiologist. At the 12 month follow up, the patient did not report angina; however, an adverse event was reported. The dual anti-platelet medication had been discontinued and revascularization (CABG) was reported. The study reported that the CABG was performed in the target vessel but was not the target lesion, that the event was unrelated to the index stent but related to the index procedure. The stenosis was reported as not less than 5 mm within the peri- index stent location. At the 15 month follow up, unstable angina was reported as well as an adverse event. Information was received regarding coronary restenosis (within 5 mm of index stent in the proximal lad) at approximately 13 months post procedure. There was no report of treatment. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15049637 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.

Event description:
The (B)(6) female patient was part of the (B)(4) study. The patient received a cypher stent in the proximal lad. Seven months post procedure, the patient was presented to the ER with unstable angina. Patient was taken to the cath lab and a new 90% ostial left main lesion was found. The patient was treated with CABG. The new lesion was not within 5mm of the previously implanted cypher stent. The event was graded as unrelated to the index procedure and the implanted cypher stent. The patient had angina nine months post index procedure, on (B)(6) 2010, which was followed by a CABG. It is not known if the CABG performed was to treat a new occlusion within 5mm of the previously implanted cypher stent.